Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid posterior descending artery with heavy tortuosity and heavy calcification that was 70% stenosed. A 2.25 x 23 mm xience xpedition drug eluting stent (des) was successfully deployed in the lesion at 17 atmospheres; however, post stenting showed unexpected edge dissection which was covered using an another xience xpedition. No additional information was provided.